Event description:
On (B)(6) 2011, (B)(6),reported that the welding was incomplete (it's not sterile) for hls cannulae with lot number 70063149. (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet (B)(4) for evaluation. The visual evaluation identified an opening into the sealing. The affected batch was traced; during, the regular drop tests no problems were observed with the sealing. (B)(4).